Event description:
The core universal driver was sent for service and it was discovered during analysis that there is an unknown wet substance inside of the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.